Manufacturer narrative:
(B)(4). Only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staplers. How was the bleeding controlled? It was controlled by using another reload. How much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Additional information: gastric sleeve no blood transfusion needed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, the staple line produced from this stapler was causing excessive bleeding and every reload fired with this stapler produced a spurting vein causing a pool of blood to accumulate below the stomach. Sutures were taken along the staple line, pressure applied against it and surgicel was used to tone down bleeding. The procedure was successfully completed. The patient hasn't experienced unexpected outcomes yet,